Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and was unable to be recovered. The customer attempted troubleshooting by rebooting the station and performing a recovery storage mode; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer was failed. The field service engineer (fse) had observed a reported drawer error; however, upon inspection, the system was fully operational with no active errors. The fse observed customer staff operating multiple drawers without any issues. The customer confirmed that a drawer recovery had been performed earlier in the morning, after which the system had been functioning normally throughout the day. The fse further verified with nursing staff that the system remained operational with no failures observed, and normal usage was confirmed with no recurrence of the issue. The system functioned as intended after the customer resolved the issue.